Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room for reasons unrelated to the pacing system. The lead had recently been repositioned due to poor thresholds and random pacing spikes. Prior to repositioning, r waves measured 1 - 1.5 mv and lead impedance decreased. Today, r- waves measured 8 mv and lead impedance 500 - 600 ohms. The patient will be monitored.